Event description:
The customer stated the blood glucose device was reading too high. The customer tested before dinner and received a result of 273 mg/dl and took extra insulin. 30 minutes later the customer was found passed out by their family member. Paramedics were called and the customers blood glucose as very low. The customer was given an IV. Controls were out of range. A request was made of the return of the suspect device and replacement product was sent.